Manufacturer narrative:
Batch review performed on 04/14/2015: lot 101815: (B)(4) item produced and released on 07/13/2010. No anomalies found. To date, all items of the lot have been sold without any similar issue. On (B)(4) 2015 it was anticipated that no x-rays nor retrieved implants will be available. On (B)(6) 2015 we were informed that the revision surgery was successfully performed on (B)(6) 2015. On (B)(4) 2015 the medical affairs made the following analysis: the bone fracture reported occurred because of a traumatic event. It is accepted that a bone can get fractured consequently to a trauma. A prosthetic implant may shield a portion of the bone, where the implant is located, and then the fracture will locate very close to the implant position, because of the abrupt change in mechanical properties of the composite construct. In other cases, especially after a short time since the operation, fracture may occur in a portion of the bone where the implant is, and in this case the implant will be detached from bone and a revision procedure will be necessary. In either case, the root cause for failure would be the trauma and not the implant. There are no reasons to suspect that the implants are responsible for the reoperation.

Event description:
Imp ref # (B)(4).

Manufacturer narrative:
On 27 august 2015 it was prepared a final report with the information already submitted in the initial report. On 28 august 2015 the report was sent to the initial reporter and the case was closed.